Manufacturer narrative:
The impella device was returned and evaluated. The cause of the controller error (transient loss of opm data) was unable to be determined because the issue was unable to be reproduced.

Event description:
Complainant reported a console with a "controller error" alarm. Support noted that the catheter was still in operation and that the common screen elements including motor current were viewable; white cable was seated correctly. By the time the replacement console was in the room, support was informed that the failure had resolved and placement signals were once again visible. Investigation found an opm failure. No patient harm has been reported.